Manufacturer narrative:
H3. Analysis revealed residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two and stall due to gear wheel three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump began alarming on (B)(6) 2020. It was a two toned beep. The patient had not gone through withdrawal but was "tired." The pump had not yet been interrogated. The patient was scheduled to see their doctor on (B)(6) 2020. Considerations were reviewed. No further complications were reported. On (B)(6) 2020, additional information was received from the manufacturer representative (rep). It was the pump was interrogated and it had stalled twice and recovered. The hcp was replacing the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and the patient was receiving intrathecal unknown morphine 6 mg/ml at 2.9 mg/day and an unknown drug at 35 mg/ml (unknown dose) via an implanted pump. It was reported the event/difficulty occurred on 2(B)(6) 020 during normal use. The pump was replaced on (B)(6) 2020 and would be returned. It was reported the patient complained of the pump alarming and interrogation revealed multiple motor stalls. Actions/interventions taken to resolve the issue included a pump replacement and the issue was resolved at the time of this report. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 142 pounds and medical history was asked but unknown. No further complications were reported.